Event description:
It is reported the end user developed red pimple like areas with itching to the peristomal skin beneath the mass.

Manufacturer narrative:
The areas were treated with prescription nystatin powder and skin prep spray. Based on the available info, this event is deemed as a serious injury. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional info become available, a follow-up report will be submitted. There is one (1) case associated with this product, therefore a separate FDA 3500a form has been generated to address the other case. (B)(4).